Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the patient weight was unknown. The emergency room doctor reported the event. The cause of the patient being sedated/narcan drip was due to large bolus dose of dilauded that the patient received. Action: the pump was paused for twenty-four hours. The patient recovered with no neurological deficits.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen, bupivacaine, and dilaudid (all unknown concentrations and doses) via an implanted pump for non-malignant pain. It was reported that the patient went to the emergency room today very sedated. The patient was on a narcan drip and they were going to program the pump to stopped pump mode. The rep stated that over one week ago the patient had a patient activation (pa) dose change from 0.3mg bolus to 5mg bolus. The emergency room doctor thought maybe this could be related to the change in bolus doses.